Event description:
In 2001, the surgeon contacted co's distributor to inform MFR of a pt who had died due to meningitis. The surgeon's letter stated that the pt developed "encephalitis" and died one week later. The head of the implant center ent division, who is also the implant surgeon, informed the company that the pt's implant had been working properly prior to the event.